Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 the patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was high at the time of the event, and they tried to treat it with correction bolus via pump. The infusion set had been used for two days. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.